Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. After replacement of the flex cable assembly which connects the user interface pcb assembly to the pcb stack, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device was rebooting itself during operation. This would not allow the device to function during patient use. There was no report of any patient use associated with the reported issue.